Event description:
Additional information was received from the patient. Case reopened to send email to repair. Patient called back and stated that since their first heart attack last october they have been "going crazy". Patient said they are going every three minutes. Patient stated their handset won't turn on or hold a charge. Patient said nothing comes up when they plug handset into charging cord. Patient was not able to plug handset in during the call. Email sent to repair. Patient will call back when they get new handset for further assistance making an adjustment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said they are urinating every 15 minutes and have only had 24 oz of anything to drink. Patient said they couldn't get to sleep all night. Patient said they were told they were at a high setting or that the next time they needed to make an adjustment they would need to change programs. Patient said they couldn't put up with the current symptom return anymore. Patient said every so often this happens but said they noticed this return in symptoms 2 days ago. Patient said they've tried increasing stimulation but don't think they can increase any higher. Patient also said they've tried other programs. Patient wanted assistance changing to a new program. Helped patient successfully connect external devices to ins and change programs. When first connecting to my therapy app, patient saw 'timed out' message (for the first time today) and was able to dismiss it. Reviewed message. Patient increased stim to a comfortable level. Reviewed basic therapy expectations. Patient will monitor symptoms. Case reopened to send email to repair. Patient (pt) called back and stated they are going to the bathroom "every 20 minutes" and that their return of symptoms started two days ago. Patient stated they moved and are in the process of finding a new healthcare provider (hcp). Patient plugged handset in to charge, but said it wasn't showing any percentage and had not been holding a charge. Unable to get handset to turn on. Email sent to repair. Reviewed therapy adjustment options with patient. Case re-opened/re-assigned to send email to repair to request to cancel handset replacement per patient's request. Patient (pt) called back repeating information previously reported in this case. Pt stated they got their handset charged to 4% and now it powered on (pt stated it took a long time to come on). Agent reviewed general use of external devices. Pt initially stated seeing "cancel/retry" and what agent understood to be a screen that said switch communicator. Agent reviewed how to connect with pt's implant to increase stimulation as pt stated they wanted to increase stim as they are going to the bathroom every 20 minutes. Pt successfully connected with implant and confirmed therapy was on. Pt stated they thought their therapy was off due to symptoms. Pt successfully increased stimulation until feeling stim comfortably. Pt stated they still have the urge to go. Agent reviewed therapy/stimulation overview and expectations. Pt will monitor symptoms now that therapy change was made. Redirected pt to their managing healthcare provider if issue persists. Patient's phone number asked, unk. Please note, agent had a difficult time hearing pt throughout call and made best attempt to document all relevant event information. Pt requested handset replacement request be canceled since their handset is working. Agent sent email to repair with request to cancel handset replacement. Pt called back and repeated the same therapy issue. Pt states they have tried increasing to as high as they can go and on specific programs. Pt states if they go any higher it becomes uncomfortable. Pt states they have an appointment on tuesday with their new managing doctor. Pt could not remember the name of the doctor while on the call. Patient mentioned since they called on (B)(6) 2023, at first it was fine but then they started noticing shocks like they've never had before. Patient also mentioned shocking earlier in the call but clarified they were describing uncomfortable stim. Agent assisted pt with changing programs again and setting the stim to a comfortable level. Note- agent did their best to try and follow patient but often t imes patient was providing confusing information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.